Event description:
Section a: age and weight of the adult female patient is unknown. It was reported to boston scientific that while using a hyrdothermablator procedure set during an hta procedure, the seal was not tight around the cervix. The doctor received a fluid loss alarm at approximately 60-65 degrees celsius. The physician's vision was impaired by the labia, so the o.r. Technician and the physician pulled back the labia and noticed that the gauze was wet. The doctor added another tenaculum and continued with the procedure. They received another fluid loss alarm 20-30 seconds after the first fluid loss and then noticed more fluid lost in the vagina. The physician noticed some slight blistering and aborted the case. The patient was then cooled down. It was a vaginal only burn and silvadene cream was applied.

Manufacturer narrative:
The lot number of the device used is unknown, consequently the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.